Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with instructions for use, a dilator was inserted into the access ports releasing the locking mechanism and the device was successfully removed from the pt anatomy. The clip delivered and achieved hemostasis appropriately. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed. External examination found the thumb advancer aligned in the finish window and in the locked position. This is inconsistent with the reported event. The safety release button was found pushed inward and not visible at the window. The device was opened and the safety release rod was found pushed inward out of the retaining tabs. This finding indicates that an attempt was made to use the safety release to remove the device prior to using the access ports to retract the thumb advancer. After the clip is fired, the safety release is no longer functional. The vessel locator wings were bent. Bent locator wings indicate that compression of tissue between the distal end of the tube set and the locator wings created high distal forces on the locators causing then to bend. The bent wings during removal can create a difficult removal condition. Based on the investigation findings, the root cause for the bent vessel locator wings is related to the operational context mfg in which the device was used. The root cause for the mislocated safety release rod is due to incorrect technique/procedure. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.